Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08660 inches. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose due to over delivery of insulin. Customer¿s blood glucose was 54 mg/dl. Customer treated low blood glucose with glucose tablets. Troubleshooting was performed and customer reported that the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. After troubleshooting, customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.